Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. Device had minor scratches on lcd window, cracked case at reservoir tube window corners and battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Customer stated that the insulin pump may have been exposed to extreme heat and sweat. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.